Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3. A triclip xtw clip delivery system (tcds) was prepared for use and inserted. However, while advancing the clip to the tricuspid valve, the tcds shaft caught on the tissue of the right atrial wall. The tcds was unable to be removed. Tissue was observed to be caught around the delivery catheter radiopaque ring, preventing the tcds to be able to retract into the triclip steerable guide catheter (tsgc). Therefore, the clip was deployed where it was stuck. The clip was then snared out from the right atrium. The tcds was then able to be withdrawn through the gathered tissue into the tsgc. The procedure was discontinued. There was no clinically significant delay in the procedure.